Manufacturer narrative:
It was reported that the patient has a swollen knee. The surgeon performed an arthroscopic procedure to flush out the knee. The surgeon has requested poly inserts be available if revision surgery is needed. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has a swollen knee. The surgeon performed an arthroscopic procedure to flush out the knee. The surgeon has requested poly inserts be available if revision surgery is needed.